Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. (B)(4).

Event description:
Bedaiwy ma, abdelrahman m, deter s, farghaly t, shalaby mm, frasure h, mahajan s. The impact of training residents on the outcome of robotic-assisted sacrocolpopexy. Minim invasive surg. 2012;2012:289342. Epub 2012 nov 1. According to the available information, of 41 patients implanted, one experienced vaginal wall perforation, one experienced bladder perforation, 15 experienced urinary retention, two experienced fever, three were readmitted to the hospital for surgical repair of vaginal mesh extrusion, three experienced urinary tract infection, one required transfusion, one experienced cuff dehiscence, one failed voiding, one experienced ileus, one prolapse recurred, and one patient experienced emphysema and pulmonary edema. The bladder perforation was recognized and repaired intraoperatively without adverse sequelae. The vaginal perforation was due to an extremely thin vagina and was sutured with adequate approximation. Post operative cuff dehiscence was diagnosed six weeks post operatively, and was revisited and adequately sutured under general anesthesia. The blood transfusion was due to anemia secondary to chronic hemorrhoids in the post op period. All erosions were managed by refreshing the edges and closing the vaginal defect. One patient required excision of a portion of the exposed mesh. The utis were properly treated with antibiotics. The patient experiencing recurrent prolapse underwent vaginal mccall culdoplasty. The ileus was managed conservatively and showed significant improvement on day six where the patient was discharged. The patient experiencing emphysema and pulmonary edema was readmitted to the surgical intensive care unit where she was properly managed and discharged after two days.